Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator did not stop, causing dural bleeding. The first layer of dura mater was damaged (torn), coagulated, no repair required, second layer remained intact. No surgical delay. The drill used with the perforator was an electric medtronic midas rex 8.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection utilizing unaided eye performed: unit was lightly soiled and had a worn eo label, but no other anomalies were observed. Spring test attempted: unit passed the spring test and was determined to function as designed. Therefore the complaint condition could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.